Event description:
It was reported that the device exhibited an error code. A discharged standard aa battery was installed, showing a depleted status. Shortly after, the rechargeable battery pack was reinstalled, and charging was started. The discharged aa battery caused the "loss of power occurred while running" alarm. Patient was on continuous infusion of blinatumomab. Blinatumomab infusion was stopped. When disconnecting the pump, it showed 7 hours until completion of infusion. Due to pump issues, new blinatumomab bag from cyto's and the new cadd pump delivery, the patient had to have pre-meds again as there were more than 4 hours off from infusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.